Event description:
Hospital staff were treating a pt and reportedly observed the service led illuminate when the pacer was turned on. A back up device was obtained and treatment was continued. The outcome of the pt is not known.